Manufacturer narrative:
(B) (4): the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare's service centre in france. The investigation for this incident is currently in progress, we will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility reported that condensation was observed in a breathing circuit that was connected to an mr850 respiratory humidifier. It was stated that the humidifier was generating a visual and audible alarm. The reporter of the incident was unable to provide further details concerning the set up of the device, how the issue was identified, and the date of the incident. There were no patient consequences.